Event description:
It was reported by the sales rep that the device was used during a gastric bypass and did not form staples. The case was completed by handsewing the anastomosis with sutures. The or time was extended. (No further information available.)